Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 119mg/dl and the sensor glucose was 68mg/dl. Insulin delivery was suspended on low disabled. Customer stated difference was occurring with the previous sensor. Customer also stated that they received calibration not accepted alert and change sensor alert. The sensor will be returned for analysis.